Event description:
It was reported that a cartridge alarm occurred. Reportedly, the alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose value.